Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device was smoking. The nurse turned off the device and disconnected the patient. The technical services representative (tsr) arranged a swap and discussed the use of manual supplies to complete therapy until the new device arrives. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. The homechoice device received a returned instrument testing evaluation (rite), including functional and electrical testing of the device. There was nothing found that could have caused or contributed to the reported problem. Internal and external visual inspection was performed and no issues were noted that could have caused or contributed to the reported problem. There was no evidence of smoke stain or smell on the device. A simulated therapy was performed. A service history record review was performed and revealed no indication that the parts replaced during servicing caused or contributed to this event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.